Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on ac power. There was no report of pt involvement. The unit was evaluated locally by a philips representative and the failure was verified. Replacement of the power supply resolved the failure.

Event description:
The customer reported that the unit failed to power up on ac power. There was no report of pt involvement.